Manufacturer narrative:
Three opened trocar assemblies were received and visually. All three samples were found to be nonconforming with slits that remained open. The product lot contained five valve entry component lots. A device history record review for each of the component lots was conducted. According to the device history record reviews, three lots were reprocessed for anomalies that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the products acceptance criteria. Two lots had no anomalies found based on the device history record reviews. A complaint history examination indicates this is the forth complaint received for leaking against the components of the reported lot. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection process. The post assembly inspection has been discontinued and effectiveness check has been established and will be monitored at regular intervals for any significant adverse trends. This complaint reported lot includes affected manufacturing lots. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar cannula leaked during a vitreoretinal procedure. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.